Event description:
It has been reported to philips that the system did not start. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Review of the system log file showed that frontal ip-pc error due to faulty ippc. The fse replaced the ip-pc. After replaced the ip-pc, the system was returned to use in good working order. This late follow up will be investigated in CAPA (B)(4). Evaluation method code was corrected.